Event description:
A customer contacted beckman coulter, inc. (Bci) regarding erroneous troponin (accu tni) results generated by the unicel dxi 800 access immunoassay system. Customer reported that for eight days in 2008, they obtained elevated accu tni results for multiple patients. The original samples were re-centrifuged and repeated results were lower. Upon data review, the accu tni results were in the risk stratification range, and below the ami cut-off 0.50ng/ml, except for patient a and b. The initial accu tni results were 0.52ng/ml for both patients. The original samples were re-centrifuged and retested, and repeated results were: 0.52ng/ml and 0.48ng/ml for patient a and b respectively. Customer tested the re-centrifuged samples on a different instrument in their lab and accu tni results were; 0.41ng/ml for patient a and 0.36ng/ml for patient b. Erroneous results were reported out of the lab. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected with this event.

Manufacturer narrative:
Qc was within specs. A system check performed on 02/23/08 passed specs. There were no flags or errors associated with this event. Customer collects samples in bd, lithium heparin tubes. Based on available info, some samples appeared to have "oil" droplets on the surface of the specimens. A field service engineer (fse) was dispatched to the customer's lab in 2008: the fse ran a diagnostic testing which partially failed. The fse replaced all dispense and aspirate probes and performed reagent probe alignment. The fse repeat the failed portion of the diagnostic test with good results. On 02/29/08 bci contacted customer again and customer stated they believe the erroneous accu tni results were due to sample integrity. They have a plan in place to review proper sample handling. Customer will contact bci if further assistance is required. In a follow-up with the customer on 02/29/08, the fse stated the customer has a centrifuge that was also being used for urine specimens, and the rpm setting was changed to 2000 rpm on. The speed was not increased for the blood specimens during the time of this event. Although pre-analytical sample handling could be a contributing factor, a clear root cause for this event has not been concluded to date. A malfunction will be assumed for the purpose of this report.